Event description:
Pf114 faradise clinical study, subject ID: (B)(6). It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient reported to the emergency room with supraventricular tachycardia (svt) and atypical flutter. The patient presented to the emergency room with heart palpitations on (B)(6) 2024, an ECG identified svt and atypical flutter was identified through an adenosine test. Electrical cardioversion was performed that same day, and the patient left the emergency room in sinus rhythm without being admitted. The patient returned to the emergency room with palpitations again on (B)(6) 2024 and they were given 7.5mg of bisoprolol that same day. The patient was to undergo a re-ablation procedure on (B)(6) 2024, however, intubation was unsuccessful, so another electrical cardioversion was performed, and the patient left in sinus rhythm. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.